Event description:
The manufacturer received information alleging a ventilator's settings could not be changed. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's settings could not be changed. The device was not in patient use. It has been confirmed by the manufacturer the issue was not related to the device. The device's settings menu was not unlocked when the issue occurred. The issue has been resolved.